Manufacturer narrative:
D4- UDI does not fit in the field: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a notification of a sapien m3 procedure in the mitral position where the patient had a tte on (B)(6) 2026 where asymptomatic halt was found with a mean gradient of 3-4. On (B)(6) 2026 the patient was hospitalized for heart failure in the setting of apparent thrombosis, and the contribution of the thrombus to the heart failure event cannot be ruled out. A follow up tte done at the time of the hospitalization shows that there is a mg of 11mmhg.